Manufacturer narrative:
In the case of the rejected article 26173kpf from the customer, it was determined that a part of the hard metal plate was broken off. However, during the investigation it was determined that these are very heavily worn. According to the lot, the article is from march 2020, so there are only two possibilities. Either this item has been used very often, causing the jaws to wear and the item has exceeded its life cycle, or the item has been externally machined. Because the hard metal plates no longer have teeth, they are no longer thick enough and will break if something is clamped. This can be seen clearly on the other part of the jaw that the hard metal plate no longer has any teeth and is therefore too thin, as a crack has also formed here as a result. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that a part of the jaw was missing during the surgery. The fragment was probably left in the patient's body. Additional surgery is required to remove part of the needle holder.

Manufacturer narrative:
The item in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).